Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received the esc button sometimes sticks as well as scratched on display. The customer¿s blood glucose was unknown. Customer stated that the condensation under the screen, backlight requires multiple buttons presses to turn on as well as random alarms and then when checks insulin pump after nothing shown on screen and reset date and time during battery change. Troubleshooting was not performed. The insulin pump will not be returned for analysis.